Event description:
Customer reported that an 840 ventilator gave a device alert error while on a pt. Pt was placed on a second ventilator. The pt was not harmed or a pt. Pt was placed on a second ventilator. The pt was not harmed or injured due to reported event.

Manufacturer narrative:
Covidien reference # (B)(4). Covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The tse recommended replacing the exhalation heater. Convidien was not authorized to service device.